Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and there was no report of patient harm or injury. The patient also alleged seeing particles in the device and having cough,chest pressure and headache. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found no evidence of evidence of damage, malfunction, or significant contamination. The device was disassembled for internal visual inspection. The manufacturer found no evidence of sound abatement foam. A small amount of dust accumulation was observed in the blower and on the impeller fins. The manufacturer powered up the device and verified airflow.the device log showed no errors were logged. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The contamination found within the device is consistent with being from an external source. Section h6 has been updated/corrected.